Event description:
The device explanted due to loss of hearing. Reportedly in situ measurements showed 11 electrode channels in high status.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The device was explanted due to loss of hearing. Reportedly in-situ measurements showed 11 electrode channels in high status.

Manufacturer narrative:
UDI# (B)(4). The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.